Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician held down the electrode pads to continue treating the patient. Please reference medwatch report 1220908-2014-01797 for similar event reported from the same customer on a different patient with a different set of electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.